Event description:
On (B)(6), customer reports via phone that the system fluoro failed during an undetermined urology procedure. Customer provided no procedural or pt info other than to say the pt was moved to another room, where the procedure was completed without further incident, and the pt is fine. No reported injury.

Manufacturer narrative:
Tech support (ts) troubleshot with biomed and determined the generator console to have failed. A field service engineer (fse) was sent on site and replaced the sedecal console per sedecal service manual 710201. Fse checked for proper operation per service checklist qssrw14.1. Unit passed checkout procedures and was returned to service.